Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. A female patient had hypertension and high cholesterol and not compliant with her medications. She was admitted to the ICU post stroke and intravascular temperature management was initiated. 20 minutes after cooling was initiated, the therapy was stopped in order to send the patient to a CT scan. Approximately 2.5 hours later, cooling was restarted. This continued for approximately 2 hours at which point it was then stopped for good as decided by treating physician. 30 minutes after the cooling was stopped, the patient went into cardiac arrest of unknown origin. The catheter was removed approximately 3 days after it was placed without difficulty and no signs of disruption to the catheter or serpentine balloon. Additionally, no signs of clot were visible. Patient is alive. Customer attribution of cardiac arrest to device or procedure is unknown. Based on available information, ivtm catheter was in the patient's vasculature for 3 hours and was removed. Cardiac arrest in this post-stroke patient occurred 30 minutes after the cooling was stopped. Event is probably related to the patient's clinical condition and not related to ivtm device or cooling procedure.

Event description:
A female patient was admitted to the ICU post stroke and it was determined that intravascular temperature management was needed. In the evening of (B)(6) the first attempt at placing a solex 7 catheter was made, but proved unsuccessful. Another attempt was made to place a solex 7 catheter in the left internal jugular vein and was done so without difficulty. Following insertion, x-ray verification was used to determine proper depth, as reported by resident who placed the catheter. 20 minutes after cooling was initiated, the therapy was stopped in order to send the patient to a CT scan. Approximately 2.5 hours later, cooling was restarted. The therapy was then stopped for good after two hours of cooling. The patient went into cardiac arrest 30 minutes after the therapy was stopped at approximately 1:40am. As this was the first time the customer used ivtm, the staff decided to use arctic sun to continue with the therapy. Upon follow-up with doctor (B)(6) on day 3, it was determined via CT scan that the solex 7 catheter distal tip was sitting at the level of the ra/ivc junction. It has yet to be determined if the catheter migrated after initial placement, or whether it was placed to this depth from the beginning. The suture clip was not used, but it was reported that the suture tabs on the hub of the catheter were utilized. The catheter was removed approximately 3 days after it was placed without difficulty and no signs of disruption to the catheter or serpentine balloon. Additionally, no signs of clot were visible. The physician who placed the aforementioned solex 7 catheter also complained that the solex 7 catheter length is too long which resulted in the catheter residing in the ra/ ivc, could not visualize the distal tip radiopaque marker on x-ray and guidewire in the kit was very difficult to glide forward, kept sticking to the blue plastic thumb piece. The physician also could not find the suture clip in the kit.